Event description:
It was reported that image was abnormal, frequent blackouts with the bronchovideoscope. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found occasional image blackout occurred during angulation adjustment. In addition, device inspection found distal end cover was burnt. Based on the results of the investigation, it is likely the charged couple device unit was damaged due to the distal end cover burning, causing occasional image blackout. Based on the results of the investigation, it is likely that the distal end-cover was burnt due to the high-frequency treatment device was used without maintaining sufficient distance from the tip. However, the root cause of reported issue could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.